Event description:
It was reported that underfill and stopper pull out occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "-it is reported stopper stayed in holder when employee attempted to pull out the vacutainer when it was under filling. Call phone verbiage, - "while the tech was taking blood from patient, the tube was not filling so the tech went to pull tube out of holder and tube came apart. Half of the tube left in the holder and the other half in the tech's hand. Event description per attached email states: tech taking blood from patient. Tube not filling so tech went to pull tube out of holder and tube came apart in her hand. Half of the tube left in the holder and the other half in her hand. Had to repoke the patient."

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pullout and under fill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper pullout and under fill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill and stopper pull out occurred during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, "-it is reported stopper stayed in holder when employee attempted to pull out the vacutainer when it was under filling. Call phone verbiage, - "while the tech was taking blood from patient, the tube was not filling so the tech went to pull tube out of holder and tube came apart. Half of the tube left in the holder and the other half in the tech's hand. Event description per attached email states: tech taking blood from patient. Tube not filling so tech went to pull tube out of holder and tube came apart in her hand. Half of the tube left in the holder and the other half in her hand. Had to repoke the patient."